Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Indeed, neither air nor water at the output of the endoscope was observed due to a clogged nozzle. An air leak inspection did not show any water leakages. An unknown solid material which could not be removed, was partially clogging the nozzle, without detrimental deformation of the hose of the nozzle. The bending section cover glue was worn out and separated. The plastic distal end cover was scratched. One (1) light guide rod lens was chipped. Switch one (1) button rubber had wear and tear. The connecting tube had a crease. The angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic gastroscopy procedure, the evis exera iii gastrointestinal videoscope had air/water issues. The intended procedure was completed with another device. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to foreign material from insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.